Event description:
During the procedure surgeon was drilling with a 0.045" k-wire into the patient's right index finger. The k-wire broke into two pieces. One piece remained in patient and removed by surgeon. Both pieces sequestered. X-ray of right hand performed per hospital policy. Results called to surgeon. Procedure completed.